Manufacturer narrative:
The legal document did not provide specific serial number for the referenced scope; therefore, it is unknown if the scope was returned to olympus for evaluation/service and a review of the instrument¿s history could not be performed. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported complaint. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus received a legal document that alleges a patient contracted the (B)(6) after undergoing a diagnostic colonoscopy with polypectomy procedure at athens gastroenterology association with a colonoscope. The document alleges that the patient¿s blood stream was cross contaminated through their intestinal tract during the colorectal cancer screening. Also, that the patient overheard that the scope had been used on a patient prior who also had undergone a polypectomy procedure. According to the document, the patient became symptomatic and began taking antibiotics. At 27 days post procedure, on (B)(6) 2011 the patient presented to regional first care center with ongoing symptoms. The patient¿s course of treatment was not disclosed for this visit. On (B)(6) 2013, the patient was admitted to athens regional medical center and diagnosed with pneumocystis pneumonia. On (B)(6) 2013, the treating physicians then ordered a (B)(6) screening and patient tested (B)(6). According to the document, the patient had no previous history of this virus as screening results in 2002 were negative. As a result, the patient allegedly performed an extensive review of their medical records and could not conclude how the virus was contracted. Additionally, the legal documents states that the scope was high level disinfected with cidex prior to being used on this patient and after each use.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Additional information received states that the patient is currently considered to have full blown aids and gets an increasing number of opportunistic infections. The patient is under vigorous prescription therapy.